Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution of blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process confirms that 100% functional inspection for leakage is performed during production. Maquet cardiopulmonary ag has initiated an internal process ((B)(4)) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted when new info becomes available. Add'l info: the product mentioned under section d is not distributed to the us, but the product with contributing design function to the affected component (quadrox-ID) is registered under 510(k): (B)(4).

Event description:
It was reported that when the customer put the set on the pt, sweating was noted. The leakage worsened during transport of the pt in an ambulance. The device was repalced when they arrived at the hosp. No reported pt effect. Ref: (B)(4). Customers ref: (B)(4).